Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. A root cause cannot be identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6): (B)(6), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. Alcon will continue to monitor data for adverse trending and take further action, as appropriate. (B)(4).

Event description:
A customer reported during phacoemulsification, a pt experienced a corneal burn. The inclusion (sic) bell did not sound. A completed questionnaire returned from the surgeon indicated the burn affected both sides of the incision site. Obstruction from aspiration and irrigation was noted. Conjunctival covering of the wound and treatment with medication into the anterior chamber was performed during the initial procedure. Sutures to the wound was noted.